Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an infusor pump which "will not purge during pm service" was confirmed during product evaluation by baxter personnel. This condition was caused by a damaged switch on switch printed circuit board. The switch printed circuit board was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported an infusor pump which "will not purge during pm service." This event was identified during bio-medical service. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.